Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had itching skin underneath the garment straps. The patient consulted his physician who provided the patient with a pill, and then a cream. The patient also received a cream and a shot to help with the irritation while in the emergency room. Follow-up indicated that the irritation was still present with use of the prescribed cream. The current medical condition of the irritation is unknown.